Event description:
Reference number (B)(4). Event occured in the united states. The patient reportedly experienced kinked cannula events with eight infusion sets. These incidents occurred on (B)(6) 2024. Symptoms appeared within three hours of insertion. Insertion site was abdomen. The blood glucose level was high (specific value unknown) and the patient was treated with correction bolus and drank water. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 6 of 8.